Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. The root cause was determined to be an unintended use error. In consequence the defective parts were replaced. There was no patient or user harm.

Event description:
Biomed stated that during a patient transport the ventilator was bumped and fell to the ground. The patient was not harmed and an internal incident was report was filed. The device had a continuous alarm while the screen remained blank. The vent was unable to turn on but kept alarming, to silence the device the batteries were needed to be removed. The left and right sides of the vent were broken, the control board was damage, the front display was damaged and the teslaspy board was damaged. The trolley plate was warped device's files will be email